Event description:
It was reported that the customer was on her way to the emergency room for high blood glucose and ketones. The blood glucose reading was 215mg/dl. Troubleshooting was performed and passed the fixed prime test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.